Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker. The cause of the reported issue could not be verified or determined. The device was archived by stryker and replaced with a warranty replacement device. H3 other text : device not returned.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.